Manufacturer narrative:
Concomitant products: product ID: 3116, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported the surgeon reportedly dislodged the lead during an unrelated procedure. The patient was reportedly sick from the lead being dislodged and device not operating. Information received on (B)(6) 2015 from the healthcare provider (hcp) reported the issue began when the patient experienced severe recurrent nausea and vomiting occurred, noting the symptom onset was sudden. A percutaneous endoscopic gastrostomy (peg) tube was placed and symptoms became significantly worse. Interrogation of the implantable neurostimulator (ins) revealed that the lead was no longer functioning. As a result, a lead replacement was scheduled for (B)(6) 2015. During the surgery, the peg tube was removed and the leads initially began working better. It was noted that the insertion site was intact. However, one of the reads was very irregular indicating a defect in the lead. Upon further inspection, it was determined that the lead was completely fractured. After replacement the lead readings were normal. It was noted that the ins was removed but was later re-implanted and reconnected to the new lead. A new gastrostomy and jejunostomy tubes were inserted without difficulty. The patient tolerated the procedure well and was transferred to a recovery room in stable condition; the lead was being sent back to the manufacturer for analysis. Outcome remains unknown. The indications for use included gastric stimulation and gastrointestinal/pelvic floor.